Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient's stimulator was removed many years ago due to complications. The patient did not remember when or where the removal occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.